Event description:
Md performed an alif followed by an l4-s1 posterior fusion. Md noted on x-ray one screw was too lateral. While attempting to correct fixation md encountered difficulties loosening one set screw. The tip of the driver shaft broke off in the set screw. The hardware was replaced and procedure completed without further incident.